Event description:
It was initially stated that the insulin pump was alarming no delivery. It was then stated that the customer was hospitalized for diabetic ketoacidosis, dehydration and ketones. The customer had been experiencing high blood glucose levels and flu-like symptoms the day before the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.